Manufacturer narrative:
Received confirmation of the serial number on 18january2023. Updated device serial number to (B)(6).

Event description:
The user is reporting the device did not appropriately analyze the rhythm during simulated use.